Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised to address stem fracture. Doi - approx 7 years ago. - dor: (B)(6) 2011 (right hip). **update: (B)(4) 2013 - litigation papers received. Litigation alleges pain, discomfort and toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Date of implant has also been provided. A liner and head are now being reported to address these issues. *update has been electronically attached to the complaint document.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.